Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 549 mg/dl. Customer had symptoms such as nausea and disoriented. Customer was hospitalized for high readings. Customer treated with manual injections. Customer was not wearing insulin pump at the time of hospitalization. Customer reported quick set cannula to be bent. The insulin pump was not returned for analysis.